Event description:
Smoke evacuator was being used for a breast reduction for approx one hr. Rptr saw smoke and red sparks coming out of the front of the machine. A hole quickly burned through the machine. Machine was turned off and removed from the or. Bio-med report: this unit is a demo. The front panel melted near the filter connector. It has a ribbon cable supplying power to a front panel warning "single use filters." "Flow" set at max; "time" set at 1/4 cw.